Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050. Serial number/batch: (B)(6). Software version: n030005. Hours of operation: 1556 hours. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The history files from (B)(6) 2022 (specified date of the incident, given from the customer) were investigated. At (B)(6) 2022 13:04 pm a space line was inserted. The vtbi was set to 95 ml and the time to 00:10 hh:mm. At 13:08 pm the infusion was started with a rate of 570 ml/h. The infusion was stopped correctly at 13:18 pm with an act. Volume infused of 95 ml. Between 13:18 pm and 13:47 pm two more infusions were started. No anomalies could be detected. At 13:47 pm the vtbi was set to 131 ml and the time to 01:00 hh:mm. Then the infusion was started with a rate of 131 ml/h. The infusion was stopped at 13:57 pm by an upstream alarm (reason for that alarm could not be clarified). After the upstream alarm no further infusions were started. The history files show no anomalies. The actual volume infused entries fit the set values from the customer. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). The accuracy of set delivery rate should be: (B)(4) according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The history files show no anomalies. No product deviation could be detected. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "overinfusion." Customer statement: "the patient was treated in oncology for chemotherapy treatment. The treatment was panitumumab 440mg on 1h v-131ml ( 2,18ml/min) en IV . The programming has been verified by 2 ide and was conform. After 10 min , the ide in charge of the patient saw that the treatment was already finished. No consequence for the patient."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). Internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.